Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump had not been charged for several days and subsequently shut down. Reportedly, the pump could not be charged or turned on. The customer experienced a blood glucose level of 200 (mg/dl) and indicated that the healthcare provider would be contacted for alternate insulin therapy to address bg levels.